Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Her blood glucose was 107 mg/dl at the time of reporting. The insulin pump was returned. No additional info was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor high current draw. No cosmetic damage noted.